Event description:
During a surgery, it was noted there was a broken prong on the 2.0mm universal variable angle locking drill guide instrument. The device was not used for the surgery. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the item was purchased on (B)(4) 2012 and scrapped and disposed of on (B)(4) 2013. There are no known ncrs associated with this item. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date received by manufacturer: (B)(4) 2014. A service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item.